Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicate that the patient experienced significant weight loss when the pain was reported, and surgical intervention was undertaken on (B)(6) 2025 where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.